Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh and monarc were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005 along with a concurrent gyn procedure due to cystocele with sui. It was felt that patient possibly has a small tear in the dome of the bladder from over distention of the bladder during cystoscopy. It was noted that patient continues to have chronic interstitial cystitis with repetitive prescriptions of antibiotics. Patient lives with a smoker and is exposed to a lot of second hand smoke. A review criteria. Of the batch manufacturing records was conducted and the batch met all finished goods release.

Manufacturer narrative:
It was reported that following insertion patient experienced dysuria, urinary frequency, urgency, and interstitial cystitis.